Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 407652, lead; implant: (B)(6) 2010; model: 419488, lead; implant: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead has exhibited intermittent low impedance levels on both the rv and svc coils. Field representative reported the svc measuring at 1 ohm which could suggest a potential insulation breach. The lead remains in use. No patient complications have been reported as a result of this event.